Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/07/2012 with the following findings: a review of the pump history indicated that rebooting had occurred which could not be duplicated during testing. A rewind, load, and prime sequence was performed with no power issues. The pump was exercised for 24 hours with no power issues occurring. There was no damage found to the battery cap or compartment, and the battery cap tightened securely to the pump.

Event description:
The patient reported that the pump turned off, made a strange noise, and turned itself back on. The patient confirmed that the pump required a full rewind, load, and prime. The patient also stated that the pump battery was warm to the touch. The patient confirmed that there was no damage to the battery compartment or cap; the patient also confirmed that the battery cap was secure to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.